Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The issue, which occurred before contacting technical support, resolved itself without the need for the customer to change charging supplies. The pump eventually began charging using the tandem wall adapter and charging cable.